Event description:
It was reported that in (B)(6) 2021, a 31mm epic valve was implanted. One year post implant, the patient began suffering from shortness of breath, lack of stamina, and generally feeling poorly. A tee was performed and revealed that the mitral valve was leaking backwards. In (B)(6) 2024, a valve-in-valve procedure was conducted using a non-abbott valve. The procedure went well with no complications. The patient is stable, but was noted to have balance problems. It's unsure not sure if this is related to the device.

Manufacturer narrative:
An event of dyspnea, lack of stamina, mitral valve regurgitation one-year post-procedure was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. Although requested, no further information was received regarding this event. However, the device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the limited information received, the cause of the reported event could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as a valve-in-valve procedure was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date and year, a 31mm stentec porcine,mit,epic was implanted. On an unknown date the patient reported that the valve malfunction . It is unknown if the device was replace. Patient status is unknown

Manufacturer narrative:
An event of device failure was reported. Information from the patient was received that the device was failing approximately two years post-procedure. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. Although requested, no further information was received regarding this event. However, the device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the limited information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on an unknown date and year, a 31mm stentec porcine, mit, epic was implanted. On an unknown date the patient reported that the valve malfunction . It is unknown if the device was replace. Patient status is unknown.

Manufacturer narrative:
An event of dyspnea, lack of stamina, mitral valve regurgitation one-year post-procedure was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. Although requested, no further information was received regarding this event. However, the device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the limited information received, the cause of the reported event could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as a valve-in-valve procedure was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that in (B)(6) 2021, a 31mm epic valve was implanted. One year post implant, the patient began suffering from shortness of breath, lack of stamina, and generally feeling poorly. A tee was performed and revealed that the mitral valve was leaking backwards. In (B)(6) 2024, a valve-in-valve procedure was conducted using a non-abbott valve. The procedure went well with no complications. The patient is stable but was noted to have balance problems. It's unsure not sure if this is related to the device.